Event description:
It was reported that during a resection, the device delivered an incomplete staple line. There was no adverse consequence to the pt. It was not reported how the procedure was completed.